Manufacturer narrative:
(B)(4). This lot was manufactured march 20, 2013 - march 21, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. This occurred during patient infusion of an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13j010 was manufactured between september 5, 2013 and september 6, 2013. Upon follow up with the customer it was found that the infusion was expected to have occurred over 48 hours, however, it was completed in approximately 40.75 hours. A batch review was conducted for lot number 13j010 and there were no deviations found related to this reported condition during the manufacture of this lot. One actual unit was received with approximately 10 ml of fluid in its bladder. Visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. The fluid in the bladder was subsequently allowed to drain until emptied. A functional flow rate test was performed on the unit. The flow rates were found to be within the specification range. Should additional relevant information become available, a follow-up medwatch will be submitted.